Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the skin between 24 and 36 hours and presented to the hospital for a scheduled dialysis procedure and shortness of breath while the device was in use. The patient was admitted to the hospital on (B)(6) 2026. During the visit, clinicians identified a discrepancy between the glucose value displayed on the controller (143 mg/dl) and hospital glucometer measurements (203 mg/dl). The patient was using a freestyle libre 2 plus sensor at the time. No specific diagnosis was provided; clinicians noted the discrepancy without identifying an associated adverse clinical condition. As a precaution, the patient was instructed to pause insulin delivery via the pod without removing it and to rely on hospital monitoring systems. The patient remained in the hospital for several hours; information regarding the total length of stay was not available at the time of reporting.